Event description:
It was reported that when the pump was implanted six years ago, the patient was walking. Immediately following the replacement of a kinked catheter, the patient lost the use of both of her legs and right arm. No one had an explanation. The pump battery had 5 months remaining. The patient was on a low dose of baclofen (15.01 per day) and was considering pump removal rather than replacement. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).